Event description:
Pt experienced an unwitnessed fall from bed resulting in subdural hematoma with decreased level of consciousness; pt on comfort measures with death expected. A bed alarm was in place and it did not sound. Eval by clinical engineering suspected defect with pad.